Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicating that event was resolved by reprogramming the device. There were no known patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, myopotential oversensing was noted on the right atrial (ra) lead. It was also noted that the pacing impedance has decreased slightly. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.